Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. Stenosis, as listed in the instructions for use (IFU), is a known adverse event associated with the coronary stenting procedure, and is considered to be foreseeable and clinically acceptable in view of pt benefit. There does not appear to be any indications of a stent delivery system quality problem.